Event description:
A complaint of high readings was received on a customer's freestyle meter. The customer obtained a reading of 280 mg/dl compared to a laboratory comparison reading of 200 mg/dl. When plotting the values on a parkes error grid, the results fall in the "b" zone showing the difference to be acceptable. The customer experienced hypoglycemia and received intervention from their spouse who gave pt a glucose injection.